Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited pacing impedances spikes on the right ventricular (rv) lead, measuring from 400 ohms to 1100 ohms. It was noted noise also occurred. Subsequently, a revision procedure was performed. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.